Event description:
The stent was deployed at the lesion in the posterior communicating artery successfully. As the delivery system was being retracted through the stent, resistance was encountered. It was reported that delivery system dual tapered tip became caught in the distal section of the stent. The physician was able to advance the outer body over the inner body to retrieve the dual tapered tip. As the delivery system was removed, the outer body became caught in the proximal section of the stent. This was released from the stent using a push/pull technique without moving the stent from the intended location . The delivery system was retrieved without further incident and it was confirmed that "the stent was in good condition". There was no reported clinical consequence to this event.